Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose since (B)(6) 2018 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of the call. The customer used dextrose to treat. The customer was wearing the insulin pump during the incident. The caller stated that the pump was over delivering insulin, as they've had to switch to temp basals consistently to manage their lows and increase carb input. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.